Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
.Tthe customer reported via phone call that the insulin pump is cracked at the drive support cap. The customer's blood glucose reading was 186 mg/dl at the time of incident. Troubleshooting found that the drive support cap was loose at the bottom of the device and not recessed into the unit. The customer was advised that the device would be replaced and to return the product for analysis.